Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an open safety valve. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient harm. According to the information provided by the technician, no parts were replaced. The following parts were cleaned and reattached: inspiratory pipe, safety valve, nozzle units, gas modules. The issue has been resolved and the device was delivered to the user in working condition. Reported error indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Occurrence of technical error code indicating an open safety valve may lead to stop of ventilation. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).